Event description:
(B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction occurred. In (B)(6) 2011, the patient presented with chest pain and was referred for cardiac catheterization. The 80% stenosed,10 mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 16 mm promus element stent with 0% residual stenosis. The next day the patient experienced elevated troponin, and myocardial infarction was reported. There was no report of stent thrombosis and the patient did not experience ischemic symptoms. No other action was taken to treat this event. The stenting procedure was considered to have "good angiographic result" and the patient was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).